Manufacturer narrative:
Qc results prior to and after the event were acceptable. The field engineering specialist found a bent sample probe. He replaced the sample probe. He checked all adjustments of the sample probe. The customer ran qc with acceptable results. The field service activities resolved the issue. No further issues were reported following the service visit.

Event description:
The reporter initially complained of mechanical issues and instrument alarms from the cobas 6000 c (501) module. The reporter then provided questionable ise indirect na, k, ci for gen.2 results for 1 patient. From the data provided, only the sodium result was discrepant. The initial sodium result was 91 mmol/l with a data flag. The same patient sample was tested on another cobas c501 which result is a sodium result of 142 mmol/l. The result in question was reported outside of the laboratory. The sodium electrode lot information was requested but was not provided.